Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the power on reset was unknown. The patient stated they were all unsure of the cause of the unit being off. The physician's office assisted with the reset. It was reported that the issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that therapy hadn't been helping symptoms for about 3 years. Caller was providing a new programmer to the patient as they hadn't had one for a while a while and upon interrogation with the clinician app, it stated that a power on reset has occurred. Caller was able to enter ins serial number and proceed into the session to see that ins was off and battery was listed as ok. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. Tss reviewed reasons for por and that ins would have turned off when the por occurred.